Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained for one pt sample when using a unicel dxc 600i synchron access clinical system. The initial test result was above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The erroneous results were reported out of the laboratory and questioned by the physician. Repeat analysis was performed. The test results were normal. Root cause was related to sample condition. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample was collected in a greiner serum tube; tube described as 90% full. Centrifugation at 3,000g for 10 minutes at room temperature. Serum described as 'clear' at time of sample load onto system. After the erroneous results was generated, sample was pulled and serum was found to be "fully clotted". Customer reported that sample apparently continued to form a clot after loading, causing the erroneous troponin result. Sample clot was removed and sample was re-centrifuged before reprocessing. There were no issues with quality control or instrument performance. Service was not dispatched. Root cause was determined to be sample processing, i.e. Presence of fibrin in the sample when initial test was performed. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.